Event description:
It was reported that the doctor performed a cataract procedure on (B)(6), 2012, using endosol, balanced salt solution. It was stated that the patient presented with swelling and toxic syndrome on the anterior segment of the eye. It was reported by the doctor that endosol was involved, although the doctor did not think that the endosol was the reason for the adverse event. The patient was treated medically and reportedly recovered. Initially, the doctor reported to abbott medical optics (amo) that the patient was ok; however, it was later reported that the patient had a ''loss of vision and a long recovery process with serious risk involved''. It was stated that one intraocular lens was involved in one cataract; however, the doctor could not confirm the manufacturer. No further information was available at the time of submitting the MDR.

Manufacturer narrative:
Evaluation of the returned samples of amo endosol demonstrates that the product met specifications and release requirements. (B)(4) - the manufacturing record review indicated that the batch passed all acceptance criteria for all tests performed and was within all specifications. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4).prior to release to market, the endosol met all manufacturing specifications.all pertinent information available to abbott medical optics has been submitted. (B)(4): placeholder.